Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 400 mg/dl. The customer changed the supplies to the pump and delivered a correction bolus. The customer went to the emergency room and was treated with saline. The customer's bg level was lowered. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.